Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15167. It was reported, the patient experiences pocket heating while charging his ipg. The sjm representative provided the patient with charging recommendations. The patient was sent a replacement charging system and indicates the issue was resolved.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.